Event description:
The jaw was jammed open so the instrument was removed from the patient and put on the back table. The scrub tech tried to force it closed and kept pulling on it. It suddenly closed but the jaw was obviously "floppy". On closer inspection they noticed that the screw was missing. I have attached a picture of the one missing the screw and one with a screw intact.